Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited functional undersensing of the ventricular activity in two instances as well as an instance of loss of capture in the right ventricular (rv) lead channel. Technical services (ts) was consulted, and the loss of capture was deemed to be related to the timing in which pacing was delivered after an intrinsic contraction. Programming enhancements were suggested regarding the undersensing. No adverse patient effects were reported. This device remains in service.